Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 5054-52 lead implanted: 2012-(B)(6).

Event description:
It was reported that there was oversensing observed in the right atrial lead. It was further reported that during pocket manipulation testing oversensing was observed in both the atrial and ventricular leads. Both leads were confirmed by x-ray images to be connected securely to the device and will continued to be monitored. The leads remain in use. No patient complications have been reported as a result of this event. Additional information indicated that the noise/oversensing in both leads continued while applying stress to the device in the pocket and the device was not able to measure lead impedance manually. After extensive testing and monitoring the physician could not confirm lead issue and suspected a device failure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had foreign material.